Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation completed. Reassessed as reportable. On (B)(6) 2018, it was reported that the unit had missing/damaged perforations. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a autoclave case and ratchet handle, for evaluation. The device history record (DHR) review noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on january 3, 2019 revealed that the test cut and calibration could not be performed due to the bent comb. The roller, gear, shoulder bolts and side plates all had visible damage. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 3, 2019 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was damaged. This has the potential of causing the device to not produce acceptable perforations in the skin graft when meshing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was damaged. This has the potential of causing the device to not produce acceptable perforations in the skin graft when meshing. It is unknown with the information that was provided how this occurred. (B)(4) was initiated to further investigate and address several adverse events in which the zimmer skin graft mesher and meshgraft ii devices failed to properly mesh the skin graft as intended. It was later determined through investigation that there is an increased frequency of bent comb related events and is being further evaluated in (B)(4). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had missing/damaged perforations during central sterilization. No harm and there was 10 min delay. During investigation product review noted that the comb was damaged. This has the potential of causing the device to not produce acceptable perforations in the skin graft when meshing, event is now reportable.